Manufacturer narrative:
--

Event description:
Additional information received that this right atrial (ra) lead was explanted along with the right ventricular (rv) lead and device. During the procedure, it was noted that the original implanter had sutured both leads together causing an insulation break of both leads. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The patient was asymptomatic. Additionally, a health care professional (hcp) contacted boston scientific technical services (ts) and inquired about electrogram markers. Boston scientific technical services (ts) discussed the markers and the biv trigger function. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
--